Event description:
During a scheduled preventive maintenance inspection, it was noticed that there was rust on the rod of the bag/vent switch assembly. The assembly was replaced with a new part. The suspected part was sequestered.====================== manufacturer response for anesthesia machine, anesthesia machine======================ge acknowledges that there is a problem, and are in the process of sending us an official letter, after their analysis and investigation is complete. The presence of chloride in their manufacturing process, either during machining or cutting, is contaminating the parts causing them to rust. They initially were using stainless steel grade 303 and switched to ss 313.